Event description:
A minimum fill notification was reported when a customer attempted to reload an insulin pump cartridge. There was no adverse impact to the customer's blood glucose level. Cts educated caller that a minimum of 80 units is recommended when reloading a cartridge. Caller understood and acknowledged. The customer was advised that a minimum of 80 units is required when reloading a cartridge, but they used less than the recommended amount. After understanding the guidance, the customer loaded a new cartridge and resumed insulin delivery without requiring additional assistance.